Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown,

Event description:
It was reported that the patient was experiencing wound healing issues at the ipg site. As a result, surgical intervention occurred and the site was cleaned on (B)(6) 2021. The issue is resolved.